Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead triggered an error code 1005, related to an open circuit detected during shock delivery. The patient went in ventricular fibrillation (vf) during a dialysis procedure. The error code was present at every shock that was delivered. The shocks did not convert the vf and the patient was then sedated and intubated afterwards. Shock impedances were high, out of range before the day of analysis. At the time of the call the shock impedances were within normal limits. It was discussed that future performance cannot be guaranteed. A lead revision was recommended but the ICD and the rv lead remain in service at this time. No additional adverse patient effects were reported.